Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
Medtronic received a report that the customer was able to successfully cannulate the patient, however, it was reported that significant pressure was required to insert the tube. There was no further incident to the patient reported.